Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt/ ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, there was noise on the distal pole of the stsf catheter (product code d134805/lot 30452576m) present on both the carto 3 and ep recording systems. The cable was exchanged without resolution. The catheter was exchanged, and the noise resolved, and the case was continued successfully. It was also reported that later in the case, while using the replacement stsf catheter (product code d134805, lot 30452558m), the patient developed a larger pericardial effusion (there was one present at baseline). While mapping only on the right ventricle outflow tract (rvot) free wall, high force measurements were noted, as well as high impedance reading of up to 270 ohms (stand-by mode). Upon further inspection on the intracardiac echocardiography (ice), it revealed the larger effusion. The patient was not symptomatic so the physician performed a pericardiocentesis and continued with the ablation procedure. Later, while applying radiofrequency (rf) lesions in same area rvot free wall region, a steam pop occurred. The ice revealed the effusion had grown a lot bigger. The patient's blood pressure dropped to a mean of 31 mmhg. Heparin was stopped and another pericardiocentesis was performed. This was ongoing at the time of the call. The patient was stable. There was no information on whether prolonged hospitalization was required. Thermocool® smart touch® sf bi-directional navigation catheter (stsf product code d134805, lot 30452558m) - the bwi product analysis lab received the device for evaluation on (B)(6) 2021. The investigational analysis has been completed on (B)(6) 2021. The device was visually inspected, and it was found in good normal conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. A manufacturing record evaluation was performed for the finished device 30452558m number, and no internal action related to the reported complaint condition were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt/ ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, there was noise on the distal pole of the stsf catheter (product code d134805 / lot 30452576m) present on both the carto 3 and ep recording systems. The cable was exchanged without resolution. The catheter was exchanged, and the noise resolved, and the case was continued successfully. It was also reported that later in the case, while using the replacement stsf catheter (product code d134805, lot 30452558m), the patient developed a larger pericardial effusion (there was one present at baseline). While mapping only on the right ventricle outflow tract (rvot) free wall, high force measurements were noted, as well as high impedance reading of up to 270 ohms (stand-by mode). Upon further inspection on the intracardiac echocardiography (ice), it revealed the larger effusion. The patient was not symptomatic so the physician performed a pericardiocentesis and continued with the ablation procedure. Later, while applying radiofrequency (rf) lesions in same area rvot free wall region, a steam pop occurred. The ice revealed the effusion had grown a lot bigger. The patient's blood pressure dropped to a mean of 31 mmhg. Heparin was stopped and another pericardiocentesis was performed. This was ongoing at the time of the call. The patient was stable. There was no information on whether prolonged hospitalization was required. The physician did not state if they believed that the biosense webster,inc. (Bwi) products contributed to this event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this event was assessed as MDR reportable under the ablation catheter (thermocool¿ smart touch¿ sf bi-directional navigation catheter - product code d134805 / lot 30452558m) since the baseline effusion grew in size while using the bwi product for mapping and ablation; therefore, the thermocool¿ smart touch¿ sf bi-directional navigation catheter cannot be excluded. Since the event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. High impedance reading was assessed as not MDR reportable. Since the user-defined cut-off was not exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The steam pop issue was assessed as not MDR reportable.